Manufacturer narrative:
This report is submitted on may 19, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to non use of the device. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on august 25, 2022.